Event description:
No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot section wont latch due to missing foot section latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the footsection would not latch due to a missing foot section latch. Follow-up submitted as further investigation determined pins were missing from the latch. This will result in caregiver annoyance since the foot section was difficult to latch; however, it is not likely to harm the patient as the foot section was still able to lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.